Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the 3.50 x 38 mm xience xpedition stent delivery system (sds) the stent implant became dislodged from the balloon and was found in the protective sheath. There was no resistance felt during removal of the sds from plastic hoop/coil or during removal of the product mandrel and stent sheath. The xience xpedition sds was not used in the procedure. There was no patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The stent dislodgement was not confirmed; however, the distal end of the stent was noted to be stretched. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the difficulties to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.